Event description:
The patient was undergoing a thrombectomy procedure using a 5max ddc distal delivery catheter. During the procedure, a 5max ddc became ovalized. Once removed, the 5max ddc became fractured. Another 5max ddc became damaged prior to use. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00037.

Manufacturer narrative:
The 5maxddc was kinked in the distal shaft approximately 99.5 cm from the hub and fractured approximately 115.0 cm from the hub, and approximately 8.5 cm of the fractured distal shaft was not returned for evaluation. The complaint has been evaluated. The complaint indicated a 5maxddc was fractured and a second 5maxddc was damaged. Evaluation of the returned devices revealed that the first 5maxddc was ovalized, and the second 5maxddc was kinked and fractured. These types of damage typically occur when a device is improperly handled during removal from packaging or during preparation for use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.